Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after the pump delivered correction insulin in response to a prior hyperglycemic episode. The patient subsequently overtreated the low blood glucose with two glasses of juice and glucose tablets, which resulted in rebound hyperglycemia. Additional pump-delivered corrections followed, leading to subsequent hypoglycemic episodes before blood glucose levels stabilized. Symptoms included hypoglycemia. No hospitalization occurred, and no alarms were reported. Blood glucose ultimately stabilized without the need for medical intervention. An investigation was conducted, including troubleshooting and education provided to the patient regarding appropriate hypoglycemia treatment using the 15 grams per 15 minutes approach. Additional training with clinical diabetes specialists was offered. The investigation determined that the event was associated with user-related overtreatment of hypoglycemia with oral glucose, while the pump functioned as designed in delivering correction insulin. Based on previously established findings for similar reports, it was concluded that user technique caused the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.